Event description:
Information was received form a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained lioresal with a concentration of 2000 mcg/ml at a dose of 1245.2 mcg/day. It was reported a motor stall occurred on (B)(6) 2016 at 8:55am with no recovery. The pump was interrogated on (B)(6) 2016 at 11:15pm. There were on environment/external/patient factors that might have led to the motor stall according to the patient¿s mother. The patient had normal activity level. When the pump was interrogated by the hcp, a restart was attempted with no success. Replacement of the pump was done on (B)(6) 2016. The issue was resolved at the time of the report. No patient symptoms were reported. The pump would be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-aug-21. It was reported that the patient was doing fine now. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
Analysis of the pump on 2017-jun-20 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. The previously applied conclusion code is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.